Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a (B)(4). Additional surgery was needed to add a proximal and distal screw to the im nail to stabilize the fracture. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
It was reported on 10/02/2015, that a sign im nail implanted to repair a fracture of the right femur; needed additional surgery to add a proximal and distal screw to the im nail to stabilize the fracture due to a non-union.